Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image error and incompatible scope (e315) occurred due to liquid ingress into the scope connector. The issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image and incompatible scope(e315) error occurred. The event occurred during inspection for use. There were no reports of patient involvement.